Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip is broken. This device is made of stainless steel and from past investigations it has been determined that this type of failure can be observed with applying excess force while using the device. Other than this possibility, a root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the complaint history for this failure, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. \ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Distal tip is broken. Procedure: acl. The affiliate sent the following additional information via e-mail on (B)(6) 2015: the distal tip of the instrument fell into the patient but was retrieved. The surgeon used a similar device, a 6mm off-set guide to complete the procedure with no surgical delay.